Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: 42500006401, femur cemented posterior stabilized, lot # 62444997; catalog #: 42511400712, articular surface fixed bearing, lot # 62371375. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00074, 0002648920-2019-00208. Remains implanted.

Event description:
It was reported that the patient was experiencing pain approximately 2 years ago.

Event description:
It was further reported that the patient died approximately a year and a half ago. Patient was diagnosed with pulmonary small cell carcinoma one month earlier. Death was reported as not related to study device.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the crf report stated patient experienced pain. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.